Manufacturer narrative:
A review of the architect serial (B)(4) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding a splashing incident since the trigger pump was replaced. A review of the product labeling concluded that the issue is sufficiently addressed. The architect system operations manual addresses safety awareness where hazards may exist and biological hazards, which cautions the operator to wear gloves, lab coats, and protective eye wear when handling human sourced material or contaminated system components. The architect I system service and support manual provides instructions for replacement of the 100ul trigger pump. A review during the reporting period and a 12 month search for similar complaints identified no adverse trend of the trigger pump with regard to the current complaint. The search returned no additional complaints of splashing or exposure associated with the trigger pump during the 12 month review period. A review of the i2000sr tracking and trending data in the architect monthly product monitoring review revealed no systemic issues or adverse trends associated with the issue described in this complaint. Use error may have contributed to the exposure described in this complaint as protective eyewear was not worn during the part replacement. In summary, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated while replacing a leaking trigger pump on the architect i2000sr, something splashed in the operator's eye. The eye was red and rinsed with saline. No medical treatment was sought. The operator was wearing lab gloves and coat but no eyewear at the time of the event. No injury was reported.